Event description:
It was reported that bd integra¿ syringe w/ detachable needle sucked into the patient. This was discovered during use. The following information was provided by the initial reporter: material no. 305270 batch no. 8324870 it was reported that needle "sucked into patient". She stated that she was giving a patient a vaccine this morning (B)(6) 2019) and when pulling the needle out of his arm the needle was no longer stuck to the syringe and it looked like the needle was sucked into his arm. They called ems to take the patient to the hospital to have the needle removed.

Manufacturer narrative:
Investigation summary: one opened package containing a disassembled integra syringe was received, confirmed to be from batch #8324870 (p/n 305270). The sample was visually evaluated through the biohazard bag. The plunger rod and barrel were received separated from each other. The cutter was observed to have pierced the stopper on the plunger rod, indicating retraction mechanism¿s activation. The plunger rod was then carefully tilted and the metal needle cannula exited the hole through the stopper/cutter opening from within the plunger rod. No defects were observed in the sample received. This product has a needle retraction safety feature where cannula retracts into the inner plunger rod. No defects were confirmed in the sample received. The product appeared to have performed as designed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and / or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe w/ detachable needle sucked into the patient. This was discovered during use. The following information was provided by the initial reporter: material no. 305270, batch no. 8324870. It was reported that needle "sucked into patient". She stated that she was giving a patient a vaccine this morning ((B)(6) 2019) and when pulling the needle out of his arm the needle was no longer stuck to the syringe and it looked like the needle was sucked into his arm. They called ems to take the patient to the hospital to have the needle removed.